Event description:
It was reported to medtronic neurosurgery that the valve was occluded, so the valve was explanted.

Manufacturer narrative:
The valve was patent and met requirements for reflux testing. However, the valve did not meet all specifications for pressure flow testing as there was a large tear in the bottom of the valve underneath the cassette housing. It is unknown how or when this damage occurred. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the manufacturing records was not possible as no lot number was provided. All of our valves are 100% tested at the time of manufacture. No injury to the patient was reported.